Event description:
A medtronic representative reported that during a cranial procedure, the surgeon noticed while touching the fiducial markers that the navigation was clearly off. Despite the 10 minute delay, no impact on patient outcome reported.

Manufacturer narrative:
No parts have been returned. Software findings still under investigation.